Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a healthcare provider's office requested review of an ilet report due to elevated glucose levels and frequent automated correction doses approximately every five minutes, with a concurrent blood glucose of 145 mg/dl; nonclinical support advised replacing the cd 23'-6 mm infusion set and queried possible infusion set leakage, which could not be confirmed. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included user interview and on-call troubleshooting. Investigation of this case revealed cause unclear for hyperglycemia, with a potential infusion set or delivery issue not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.